Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue with both the needle that was used as well as the navigation system used in the procedure.. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a cranial biopsy, the biopsy needle could not be tracked by the navigation system. The representative they believed less than 2 mm of movement occurred from the plan. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction to device manufacturing date now provided.